Event description:
Ous MDR - after an implantation time of about 21 months, oversensing with inappropriate shock deliveries was reported. The ICD and the lead were explanted and returned to biotronik for analysis. Aside from the shock deliveries, no further deterioration of the patient's state of health was reported.

Manufacturer narrative:
After its receipt, the returned lead and the ICD were thoroughly analyzed. The lead was destroyed in the returned state. The lead had been capped 16 cm distal of the connector pin. The distal segment, including the shock coil and the tip electrode, was not available for analysis. Aside from the existing separation of the lead, no insulation damage could be detected at the lead fragment. The inner conductor helix showed a deformation in the connector area, which was probably caused by an overrotation of the screw mechanism. Summary the ICD was ok and within specifications both in regard to the connection system and the electronics. Neither the analysis of the lead fragment nor the ICD showed any indications of a material defect or manufacturing error.